Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure on the right eye, the lens began to move when he started to "bury the tip in the nucleus." The entire lens was moving during vacuum. He had only "nibbled at the nucleus" when he "elected to stop" the procedure and have a retina surgeon perform the procedure. The procedure with the retina surgeon was performed a few days later and the patient had a choroidal hemorrhage postoperatively. The ophthalmic surgeon was concerned that the different tip may have contributed to the "problem." No sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, lot history and device history record reviews were not possible. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be established. (B)(4).